Manufacturer narrative:
Since there was no lot number or defective product provided, the non-conformity could not be verified. Since no device was returned for analysis, the root cause for the event has not been determined.

Event description:
End user noted a slit in the fluid warmer drape. There were no patient injury or treatment reported for the incident.